Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not had access to sound with the device since december 2018. The child is reportedly always falling and may have fallen off his bike which resulted in multiple bruises and a bump on the forehead. Re-implantation is scheduled.

Event description:
Bilateral implanted recipient has not had access to sound with the device implanted on the right side since (B)(6) 2018. The child was reportedly always falling and may have fallen off his bike which resulted in multiple bruises and a bump on the forehead. The recipient has been re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: the device investigation revealed mechanical damage to the electronics that is typical for severe external impact to the housing. In addition a damage to the active electrode, likely caused by minute device mobility, was determined; the impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Also, a partial insertion of the active electrode array was achieved during initial implantation. The problems described in the recipient report appear to match the found damage. This is a final report.